Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient had the ins for bladder pain. It was reported that the patient had been pain free for the last 5-6 weeks and then yesterday, they experienced pain in their bladder. Patient changed the patient programmer and tried to use it to increase stimulation but could not get it to go pass 4.0v and it showed that stimulation was off. Stimulation was turned back on and when increasing, upper limit screen was reached. With education, patient was able to switch to program 2 at 1.40v where patient reported feeling comfortable stimulation. Patient would continue and monitor symptom and if it does not resolve they can try adjusting stimulation up or call pats back if they have questions. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that the present settings of 4 the maximum.  Modified system to stage 2, adjusted settings and was relieved. No further complications were noted or anticipated